Event description:
It was reported that the procedure was being performed on a (B)(6) year old male who was admitted for hemodialysis. During insertion into the subclavian, the physician attempted to pass the guidewire. The guidewire unraveled. As a result, another kit was opened and placed successfully for the patient. They do not know if there was a delay in treatment, no patient death, and no patient complications were reported. The patient is doing well. Follow up information received (B)(6) 2011 states the wire was completely removed intact from the patient. Nothing was retained in the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.